Event description:
It was reported the external pulse generator (epg) was out of specification during preventative maintenance testing. It was further reported the actual atrial sensitivity was exceeded, the refractory period varied, and the ventricular sensitivity was lower than the setting. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were observed during functional and bench testing. Analysis did find that the upper case, lower case and side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.